Event description:
The device had over 100 episodes and 8 shocks due to noise on the lead. It was recommended to replace the lead and send it back if it is explanted. The lead impedances did not change, but the nurse was able to reproduce the noise from isometric exercises.